Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the cuff popped on the current tube in the patient's airway. Around 15 minutes later they said that the tube they replaced the other with, also popped. There was a patient involvement and there was no patient harm reported.